Event description:
Additional information was received reporting that the doctor wanted to know more about strong emi or examples as the patient's mother was worried about that. Tissue impedance fluctuations could not be checked. From the rapid discharge day, the patient was worse or with more seizures than the previous days. Impedances have been the same value. Technical services reiterated that from review of the logs, identifying the precise cause of the two rapid discharge incidents was difficult. It was recommended to monitor the patient to observe if these events recur. Temporary impedance fluctuations or exposure to strong electromagnetic interference (emi) are potential hypotheses that could explain the occurrences. However, these remain speculative. The rep spoke with the patient's mother who explained that when they started charging to 100%, they realized in the first charges system took longer (more than 15 minutes) than now (5 minutes) to reach 100% (notify with notifications or stop charging when finished completely). In the last 3-week charges, system reaches 100% battery (with sound notifications and finished completely) in 5 minutes. The patient's mother discards absolutely some emi interferences, the only one they mentioned was a tablet but far away enough to ins, which was reviewed that tablet should not interfere with the battery. They mentioned rapid discharge always were from 40% to 0%. Another strange scenario was that the patient's mother increased the stimulation on thursday from 2.7 to 3.0 ma in both hemispheres and the ins consumption was only 10% per day versus 20% with previous parameters and weeks (2.7ma). Now the ins showed 70% and the last charge was on thursday at 18:30h. The speed of charges was not the same every day. On sep-18 (one of the critical days): 9:38h battery was at 40%. 14:00h dbs therapy was off. 14:03h battery was charged and reached 30% and switched on the therapy. It charged up to 40% in only 7 minutes. 21:00h dbs battery was at 90%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that impedances were measured in different positions and all were ok with the same ohms. Recharge frequency was 5.4 days. Battery discharged quickly occurred on sep-18th - at 9:38 battery was at 40% and at 14:00, battery was switched off due to 0%. Review of json seemed to show that between sep 15-18, the ins discharged a bit quicker than the average recharge interval. It was suggested the patient to keep a recharge interval of 2.5 days or when the battery has reached the 50% level.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the first charges, they weren't able to fully charge although kept charging more than 15 min and did not show fully charged message. All the rest until now, it was charging perfect showing "fully charged". Regarding long communication sessions, they mentioned they always closed session in therapy application and the average time was 1 minute. The rep met with the patient on dec-11th, all impedance measurements were ok palpating all implanted system. Logs were provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that they exported all logs in the following visit also. The patient's mother doesn¿t want the ins to reach 40% charge, so they cannot see or prove the scenario of rapid discharge. The rapid discharge issues were below 40 % of charge and they always charge when the ins reaches 50%.

Event description:
Additional information was received reporting that the speed of discharge from full to empty is expected to be approximately the same. It was reviewed that from the information and data, there was nothing suggesting any explanation on the reason behind the rapid battery depletion. The rep indicated that they will charge the ins when it shows 50% battery. It was unknown if the issue resolved because rapid battery depletion were in some scenarios (not always) at 40%, from 40% to 0% the depletion were very rapid (in a few hours). They will avoid that the ins reaches 40% by charging more frequently or when it reaches 50%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issues were that at least 2 times the device discharged rapidly when it reached 40% battery. All logs and patient programmer logs were exported, also impedance measurements were performed palpating all implanted system ( impedances are ok and stable). The last ones maybe are ok, but the issue occurred in the first ones logs/data. Now, they always charging the device when reaches 50% because they don¿t want to simulate the issue scenario (reaching 40% or below).

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient implanted with a rechargeable implantable neurostimulator (ins) for epilepsy had rapid discharge of the battery a couple of times in the last 3 months. For example, 2 days ago, the battery passed from 60 to 50% in about 12 hours usage, while yesterday, it went from 40% in the morning to therapy unavailable (discharged) almost within 5 hours. Potential causes and troubleshooting were reviewed. The patient did not report any trauma or accident at the implanted system. The manufacturer representative (rep) will be meeting with the patient on sep-30th.